Event description:
A hemodialysis user facility reported that at the initiation of a pt's treatment, a blood leak was detected at the arterial side of the dialyzer. Pt's estimated blood loss was calculated based on a potential full circuit of blood which holds approx 300cc's. Add'l attempts to the customer have been made with no add'l info provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.